Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a te recognition test. The cause for the failure was isolated to a short in the trunk cable. An unused pulse wire in the cable migrated into cable, causing the short. The root cause for the migrating pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that patient was receiving frequent gong alarms.